Event description:
The affiliate reported that the device was implanted via v-p shunt at 140mm h2o. It was noted that the ventricles of the patient¿s brain became large. The pressure of the valve was changed to a lower level of 120mm h2o but the patient¿s condition did not change. The surgeon tried to change the pressure to a lower level but the device would not reprogram. As a result, the device was replaced.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the pressure test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.